Event description:
Boston scientific crm received information that this implantable transvenous right ventricular lead did become dislodged, not long after implant as part of a bi-ventricular system upgrade. This lead was re-positioned successfully. The physician elected to re-instate the chronic rv lead as the rate/sense. A variance in impedance measurements was noted on both the shock and rate/sense lead portions, but the variance was still within normal limits. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this rv lead is actively in service. If new information were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
In review of this event, notably the report had been filed as a malfunction but should have been filed as serious injury due to the surgical intervention that had occurred as described in the original report.